Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nephro videoscope exhibited foreign material in the channel mount, plastic distal end cover and the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code "772 cover" should also be added and "525 tube" is being corrected to "887 mount". Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified, and the cause of the foreign material that remained in the plastic distal end cover and channel mount was likely due to leakage failure that occurred due to damages to the device and resulted in incomplete reprocessing. The event can be detected and prevented by following instructions for use which states: ¿cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual¿ describes the reprocessing procedures of cyf-vh. As to the handling methods of cyf-vh, ¿cysto-nephro videoscope cyf-vh cyf-vhr cyf-vha operation manual¿ has the following descriptions. Physical damages might be prevented by following the descriptions. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.